Event description:
As reported by the edwards lifesciences affiliate in south korea this 83-year-old patient with a 6900p27c valve model implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of eight (8) years and eight (8) days due to degeneration leading to stenosis and severe regurgitation six (6) months before reintervention. As reported, patient presented with dyspnea. A 26mm transcatheter valve was implanted within the edwards surgical valve with no reported patient injury. Patient recovered well without any complications so far.

Manufacturer narrative:
H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
H11: additional manufacturer narrative: b3.date of event. The date of event was not clarified. Thus, the manufacturer awareness date, 4nov2024, was used to calculate an approximate implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in south korea this 83-year-old patient with a 6900p27c valve model implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of eight (8) years and thirteen (13) days due to degeneration leading to stenosis and severe regurgitation. As reported, patient presented with dyspnea. A 26mm transcatheter valve was implanted within the edwards surgical valve with no reported patient injury. Patient recovered well without any complications so far.